Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively to a pulse field ablation procedure, the patient underwent an atrial fibrillation ablation procedure and was subsequently admitted for evaluation and management of previously reported medical complications a couple of days later. During this hospitalization, recurrent atrial fibrillation began, and an electrocardiogram showed atrial fibrillation with rapid ventricular response. The patient experienced critical illness following ablation, including septic shock and multi organ complications, and cardioversion was initially deferred. Antiarrhythmic medication was initiated orally. After recovery from the acute illness, electrical direct current cardioversion was performed to manage the recurrent atrial fibrillation, and the cardioversion was completed without reported complications. No further patient complications have been reported as a result of this event.